Manufacturer narrative:
Reliability analysis inspected three opened and or used sensors and performed visual inspection. One out of three sensors with cannula broken, broken part is missing. It was unable to be confirmed that the customer received sensors in said condition due to customer returning them opened and or used. Two remaining opened and or used sensors and performed bicarbonate buffer test. One out of the two sensors failed for low readings, and one remaining sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor readings and blood glucose readings. The customer states the device is showing their levels are low, but their actual blood glucose levels are not. The customer's blood glucose level was 149mg/dl, and the sensor reading was 59mg/dl. Troubleshooting was conducted, and the customer was advised on proper insertion techniques. The customer was advised to monitor the device. The customer is being sent out replacements, and they are sending their sensors back for analysis.